Event description:
It was reported that an extension set had a hole and leaked. The reporter stated that the leak occurred during the administration of an unknown antibiotic to an outpatient in a post catheterization lab of the outpatient catheter unit (opcu). The set was replaced and the patient received the antibiotic. There was patient involvement, however there was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation out of the pouch and primed. Visual inspection revealed a gouge/hole in the tubing approximately 1 1/4 inches below the bottom y-site. Leak testing revealed a leak from the gouge/hole. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.